Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the fully charged autopulse li-ion battery (s/n (B)(4)) intermittently powers on autopulse platforms. The battery was tested in multiple autopulse platforms, and the same issue happened. The battery successfully charges in an autopulse multi-chemistry battery charger (mcc). No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 2022-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.